Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 600 mg/dl, which he treated with a 5-unit bolus. However, the next time the customer checked his blood glucose it was at 600 mg/dl again, so he treated with a 7-unit bolus and his blood glucose still remained high. His blood glucose inevitably came down to 267 mg/dl, but went back up to 300 mg/dl. The customer then changed his infusion set and his blood glucose came down to 173 mg/dl. The customer confirmed that the cannula on his previous infusion set was not bent. The customer was advised to monitor the insulin pump and his blood glucose levels and to call back if any issues or concerns arise. The insulin pump was not returned for analysis and a replacement infusion set was shipped to the customer.